Event description:
It was reported the device exhibited a downstream occlusion alarm. The patient got a 46-hour dose over about 32 hours. Continuous infusion rate: 3 ml/hr. Total reservoir volume: 138 ml. Given: 83.6 ml. Length of infusion: 46 hours planned but finished in about 32 hours. Lock level: yes. A cstd was used to fill cassette. The pump was used to prime the extension tubing. Patient did not get entire infusion. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.